Event description:
During the surgical implantation of a reversed shoulder prosthesis, it was determined that the glenoid sphere component could not be properly secured to the assembly. The sphere component was replaced with another unit of the same catalog number and the surgery was completed without further difficulty. There was no patient injury reported. (B) (4).